Event description:
Patient is a female who was admitted for an elective right total knee arthroplasty with a hemovac for wound drainage. The drain was removed next day on the med surg floor by the surgeon. It was noted the drain tubing was not intact. Imaging confirmed a piece of the drain remained in the knee. The surgeon reported he had one drain break in the or prior to insertion requiring staff to obtain a second drain. Patient returned to surgery following day for drain removal under general anesthesia. The drain was successfully removed and a robert jones dressing was placed to the effected extremity. Patient discharged two days later.